Manufacturer narrative:
The clinical file from the event was returned and evaluated. Evaluation indicated that the user entered into pacer mode and not defibrillation mode. The device is not capable of charging and discharging clinical shocks while in pacer mode. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.